Event description:
The lesion was pre-dilated with a balloon. Then a 2.5 x 28mm cypher was being delivered to the target lesion and the physician felt friction while advancing the cypher through the guiding catheter. He retrieved the cypher and observed that the distal end of the stent was flared. Because sufficient blood flow was confirmed, the procedure was completed with just the pre-dilatation of the lesion. The physician will follow-up on the pt's condition. There were no reported pt complications. The pt had a target lesion in the obtuse marginal branch. The lesion was a de novo and the vessel was moderately calcified and moderately tortuous. There was 99% stenosis.

Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.